Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the pipeline was opened, it still could not be adhered to the wall after repeated operations. During the operation, the front 2/3 of the stent opened well. The back section of the stent opened and could not adhere to the wall. After repeated operations, it was found that the stent was deformed and damaged. Then it was retrieved and replaced with ped-475-20, and then deployed smoothly. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that was approved (on-label). The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) c4 aneurysm with a max diameter of 4.37mm and a 3.0mm neck diameter. The landing zone was 3.7mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was moderate. Angiographic result post procedure showed device adhered to the wall smoothly.

Manufacturer narrative:
H3: product analysis #(B)(4): ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: (B)(4) ¿as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex was returned within the phenom 27 catheter. ¿damage location details: the pushwire was extending out from catheter hub. In addition, partial distal braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The pipeline flex was pushed out from catheter lumen without any issue. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open as the distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. "The operator denied that there was any problem with the equipment, and subsequent attempts with the same equipment and patient did not affect its opening." The surgeon was unable to determine the cause of the pipeline being unable to adhere to the wall. The pipeline did not open near the middle section. The pipeline had been placed in a vessel bend when it failed to open. Since it was uncertain whether the pipeline could be successfully opened by balloon dilatation or guidewire massage after deployment, no other devices were added for trial.